Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
End-user alleges that sam300p unit has a device service required message. No patient involved.

Event description:
End-user alleges that sam300p unit has a device service required message. No patient involved.

Manufacturer narrative:
The device history record for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 20th february 2013. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 3rd april 2013 and performed to specification up to the 23rd march 2014. Between the 30th march 2014 and the 11th december 2017, the device records multiple failed weekly auto self-tests. No further log entries were recorded. Information from the technical log shows the device failed the self-tests throughout the history log due to a shock key error. The user would have been alerted with a ¿warning, device service required¿ prompt and a flashing red status led. A test pad-pak was inserted into the device and successfully passed an auto self-test and then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status indicator continued to flash green. The device was disassembled to investigate. Further investigation found that the reported fault could be attributed to membrane failure due to a flat shock key dome resulting in a short circuit to ground. Throughout the history log, the device records multiple failed self-tests due to a shock key error. This would have resulted in a, ¿warning, device service required¿ prompt as per the reported fault. The fault was traced back to an issue with the shock dome in the returned membrane. The dome was ¿flat¿ and therefore was continuously in the pressed position. This had resulted in an intermittent short circuit of the shock key line to ground and the device failing the self-tests. Information from the technical log shows that the fault was first observed on the 30th march 2014. The fault may have been due to a manufacturing defect or as a result of being deformed by an external force i.e. An object set on top of the device.the fault could not be replicated with a new membrane fitted. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.